Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the mains power supply was not proper. To resolve the issue, the rse requested the customer to reset the mains power and restart the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.